Manufacturer narrative:
Additional 510k number is k101880. (B)(4). Device not yet received

Event description:
It was reported that the pin fractured in the fixture mount (fmt3) associated with the bundled implant (tsvmwb10). The implant isn't damaged and remains in the patient's mouth.

Event description:
No further event information available at the time of this event.

Manufacturer narrative:
One tapered screw vent implant mount was returned with the corresponding mount screw. A visual inspection confirmed that the implant mount has become fractured at the hex. The mount screw is also noted to be noticeably bent. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: tapered screw-vent implant system 5161, rev. 3/12. Instructions for use for screw-vent implants 4869 rev 7-01/16. Information identified: documentation describes proper instructions for using the implant mount for transfer: removing the implant from the vial remove the implant outer vial from the box and open the outer vial to break the seal. Drop the sterile inner vial and contents onto a sterile field. Flip the white top of the inner vial open by pressing on the flat side with access hole. Press the top to the inner vial body to lock in the top. For further instructions see the packaging instructions for use on pages 75-76. The implant is supplied pre-attached to a multi-functional fixture mount/transfer for easy delivery. Remove the implant from the inner vial by using one of the delivery instruments (see the next section). Note: the supplied surgical cover screw is located in the lid of the inner vial with an access hole for the gemlock hex tool. Complete seating with the appropriate instruments: rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer/impression post. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating directly to the implant with the appropriate hex driver or hex drill [rh2.5, rhl2.5, rhd2.5 for 3.7, 4.1 and 4.7mmd implants; hx3.0-s, hxl3.0-s, hx3.0d for 6.0mmd implants]. Additionally, the fixture mount/transfer can be used as a temporary abutment with the tapered screw-vent implant for provisional restorations. A root cause for the complaint could not be determined. (B)(4).